Manufacturer narrative:
Carefusion complaint number (B)(4). In the event the device is received for evaluation or additional information is received a follow-up report will be submitted. At this time, carefusion has not received the device from the customer.

Event description:
The customer stated that the internal blender is not working and the compressor has a loud noise. It is unknown if the unit was on a patient at the time of the incident. Carefusion has requested this information but the customer was unable to provide an answer.